Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported products were used in revision for the lumbar degenerative disease, stabilizing t10-sai, on (B)(6) 2017. The revision was planned to rectify the loose screw ¿s4 screw 7.0 in diameter x 50mm supplied by b/braun aesculap,¿ which had been fixed on l5 right. After he removed aesculap screw, he tried to insert the screw ¿exp ti poly screw 7.5mm x 50mm (179712050).¿ the bone was hard, and the screw engaged with the bone too tightly. Thus, the tip of the driver ¿xpdm quick-con si poly scwdrvr (279712400) broke off. The broken tip stuck in the screw hole of the implant (part number unknown). As a remedy he practiced the following procedures. He temporarily fixed a rod 5.5 in diameter x 40mm (part number unknown). He fixed a set screw (part number unknown) and applied torque securely. He confirmed that the rod had become completely locked. By turning a torque driver counter (part number unknown) counterclockwise, he removed the ¿exp ti poly screw 7.5mm x 50mm (179712050) which was inserted fragment. Finally he inserted a cfs (cortical fix screw size in 7.0 in diameter x 50mm; part number unknown) and completed the insertion. The surgery was completed with a 20-minute delay.

Manufacturer narrative:
(B)(4). One (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. Also, it was noted that the broken screwdriver tip remains lodged inside the polyaxial screw head. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the screwdriver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.